Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
There have been multiple unsuccessful attempts to acquire clarification/additional information about this complaint. There will be no information to follow:it was reported that in the ucirn, on (B)(6), the patient suffering from hirshprung disease was given a bone scan/x-ray which confirmed the presence of pleural effusion associated with catheter filtration. The event was confirmed by the analysis of pleural fluid that there was evidence of parenteral nutrition. As a result of this occurrence, the patient suffered from derrame pleural.